Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reports capsular contracture of an unspecified side and baker grade. The status of the device is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.5b , b.3 , b.5 , b.6 , d.1 , d.4 , d.6 , g.5, h.4 , h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reports left side capsular contracture baker grade iii and "presence of free fluid in the left breast cse as an inflammatory process, adenomegaly in both axillary regions". The device remains implanted.